Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual rupture/deflation".

Event description:
Healthcare professional reported through the national breast implant registry, a "suspected/actual rupture/deflation". This record is for the left side. The device was explanted and replaced.